Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the escape button on the insulin pump was no longer functional. Customer's blood glucose was unknown. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.